Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to attempt several troubleshooting steps, but the screen remained non-functional. As a resolution, technical support arranged to replace the pump. The customer acknowledged understanding of the process to put the pump into storage mode and return it to tandem. They opted to use multiple daily injections (mdi) as a backup therapy until the replacement pump arrives.